Manufacturer narrative:
This report is submitted on august 09, 2019, by cochlear ltd.

Event description:
Per the clinic, the patient experienced a loss of osseointegration. No infection was reported. Replacement surgery scheduled in a later day (date not reported).